Manufacturer narrative:
Sscor reached out to initial reporter to obtain additional information. Initial reporter states the unit works to specification. However, when responding to a cardiac arrest, the device did not run from battery power. Initial reporter checked with team if battery was checked and discovered that it was user error as battery was checked while device was on bracket. Battery malfunction did not cause or contribute to outcome of patient. Battery nor device have been returned for evaluation. Sscor has advised customer to perform battery tests as stated in product manual and has issued replacement battery for device.

Event description:
Medic unit was responding to a call for cardiac problem. During intubation device was unable to suction and medic unit had to wait for a working unit.